Event description:
Elderly male with pseudoarthrosis of lumbar spine presented for scheduled l3-5 revision of psf and l5-s1 alif. Post op fevers of 102 and elevated wbc. Two days later, pa attempted to remove drain via hemovac when drain broke. The following day, pt taken to operating room for wound revision/I&d and removal of retained piece of hv drain. Drain appears to split in half before the entire drain was free from the cavity --equipment failure.